Event description:
The reporter stated that the snap off portion and the head of the screw broke off during implantation during a weil osteotomy. The shaft of the screw was completely inserted when the head broke off. There has been no adverse outcome for the patient to date. The broken piece was discarded at the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.